Event description:
Patient reported event as: "I had the lap band placed in ... (Date) and I had a problem with the surgeon taking fluid out of the band, ...(the surgeon) can put it in, but not take it out. From the very beginning, the port tubing had a v shaped curve that would not allow fluid to be removed. I had to have the port re-done in ...(date) because my band was too tight and I was vomiting all the time. The fluid was out for 3 months. I just went back to have fluid put in again, and still ...(the surgeon) cannot withdraw fluid from the band. I had another x-ray and the port tubing still has a shaped curve to it. (The surgeon) says that's how they are supposed to be and no one else has a problem, but on your info page the tubing is a u shape, not a v shape. When ...(the surgeon) tries to withdraw the fluid, the negative pressure collapses the tubing and then fluid cannot be taken out."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the device model and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so, no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."